Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: l.ant resec w/end-end anast. According to the reporter: the surgeon tried to tighten the product but the loop was broken. Operative time was extended by 30 mins or more. There was no patient injury reported.